Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the information from the service department of sorc, there was the possibility that this phenomenon was attributed to the failure of the main circuit board, the front panel or the power supply board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device went off at the unspecified timing. There was no report of patient injury associated with this event.